Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung damage, respiratory infections and throat irritation. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung damage, respiratory infections and throat irritation related to device's sound abatement foam. The reported event and its reported severity was reviewed by the manufacture's clinical expert. The event is related to the device in this case. Based on the available information, the manufacture concludes, no further action is necessary. There is no customer information hence, we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed.